Manufacturer narrative:
Concomitant medical products: product ID: 8781, lot# 0213585131, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 06-jun-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving compounded baclofen (3000 mcg/ml at 144 mcg/day) via an implantable pump for an unknown indication for use. The patient's medical history included multiple sclerosis (ms). The patient reported they never received benefit from their implant date on (B)(6) 2018. The initial dose was 100 mcg/day and was ramped up to 400 mcg/day with no spasticity improvement. X-ray was performed, but the results were not reported. A 50 mcg and 100 mcg bolus were performed on (B)(6) 2019 and were not effective. Catheter blockage was suspected. Catheter revision was scheduled and the spinal segment was revised on (B)(6) 2019. Intraoperatively, aspiration through the catheter access port (cap) was not possible. The issue was resolved and the patient status was alive - no injury. The catheter would be returned. Further complications were not reported or anticipated.

Manufacturer narrative:
Analysis identified kink of the catheter body. (B)(4). If information is provided in the future, a supplemental report will be issued.